Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician used an adjustable slitter to slit the catheter. While the physician was slitting the catheter, the slitter got caught mid-way on the catheter and was not able to advance forward. The physician had to use excessive force in order to finish slitting and completely slit the catheter. The catheter was removed. No patient complications have been reported as a result of this event.